Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor needle separated from sensor base. Checked needle for hooks/burrs and needle tip defects and found needle bent inside needle hub.